Event description:
Additional information received indicated the patient was hospitalized due to symptomatic bradycardias. The event was resolved by capping the right ventricular lead, electively replacing the ICD device with a pacemaker and attaching the previously implanted left ventricular lead to the right ventricular lead port on the pacemaker. No surgical complications occurred and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing due to noise was observed on the right ventricular (rv) lead. Fluoroscopy was performed and revealed externalized conductors. The patient reported previously receiving inappropriate high voltage defibrillation therapy due to noise. Increased capture threshold and decreased sensing was also noted on the rv lead. Due to the patients condition, the physician elected to take no further action and to monitor the patient. The patient was in stable condition.